Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to a high blood glucose (bg) of 573 mg/dl and high ketones. The customer was treated with intravenous saline and insulin, and was released from the ER 6 hours later with no permanent damage. Reportedly, air bubbles were observed to be coming from the cartridge.